Manufacturer narrative:
The investigation into the limb ischemia has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible to determine the root cause; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the limb ischemia was patient condition related. Pulse obtained but unable to maintain a map above 50. Due to the patient being hard to ventilate, on max vent settings with persistently oxygen saturations the decision was made to place on ECMO.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed. Instructions for use for the related event are as follows: ¿potential adverse events (united states) acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and vascular injury.¿

Event description:
A 57 year old female with acute myocardial infarction (ami) and cardiogenic shock (cgs)presented for impella support. The user facility reported the patient developed limb ischemia coinciding with impella support. . The pump was subsequently explanted as a result of the noted condition.